Manufacturer narrative:
On 12/3/2020, it was reported to mentor that the patient experienced device migration bilateral. The replacement devices were mentor 375cc moderate filled to 390cc. On 12/7/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/22/2020, according to the information received, the patient experienced implant displacement and noted to have partial deflation of the left side. In addition, could not be removed through the incision of 3 cm, there before it was grasped with a clamp and punctured to remove its remaining saline content. During the visual evaluation of the device, a tear was observed on the posterior aspect, measuring approximately 3.3 cm. It can be confirmed that the tear observed during the analysis is the tear mentioned to removed the implant, and the leak test could not be performed due to the conditions of the product. Microscopic examination was performed on the edges of the tear, and parallel striations were found on all tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Note: device migration was only on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375cc and suffered from deflation on the left side. As a result, the patient had undergone removal on (B)(6) 2020.